Event description:
Additional information was received 18jan2023. Access was obtained in the right common femoral artery. The anatomy was not reported to be scarred, calcified, or tortuous. The wire was not altered prior to use. The wire was used during placement of the mitral clip. Upon return and initial evaluation of the device, the inner wire was protruding through the elongated coils.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b5, d4, d9, h4, h6 (annex a) h3: (other): the device has been returned and a preliminary evaluation has been performed; however, the investigation is ongoing and a device evaluation summary will be included in a follow up report once the investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving placement of a mitral clip, the tip of a safe-t-j rosen catheter exchange wire guide "frayed". The wire was advanced through the body and formed a complete loop on itself. The end reportedly frayed and the wire was immediately removed and exchanged for another wire to complete the procedure. The patient was admitted; however, this was reportedly related to the procedure and not the equipment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 18jan2023. Access was obtained in the right common femoral artery. The anatomy was not reported to be scarred, calcified, or tortuous. The wire was not altered prior to use. The wire was used during placement of the mitral clip. Upon return and initial evaluation of the device, the inner wire was protruding through the elongated coils. Corrected information: e4, h6 (annex g) investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for evaluation. The wire was within another manufacturer's catheter upon return. The wire was unraveled and curled. The safety wire was broken and wrapped around the coil and mandril. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings this product is a delicate instrument. Avoid forceful angulation. Altering the tip¿s configuration or curve manually may damage the wire guide. Precautions do not attempt to torque the wire guide. Use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip. Do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur. Inspect the wire guide for kinks or damage prior to use. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device evaluation, complaint file, dmr, DHR, and IFU provides evidence to indicate that the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation = manager. PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving placement of a mitral clip, the tip of a safe-t-j rosen catheter exchange wire guide "frayed". The wire was advanced through the body and formed a complete loop on itself. The end reportedly frayed and the wire was immediately removed and exchanged for another wire to complete the procedure. The patient was admitted; however, this was reportedly related to the procedure and not the equipment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.